Manufacturer narrative:
The insulin pump was received with a blank display due to a problem at the interface board. Unable to verify the keypad anomaly due to the blank display. However, moisture traces were found at the keypad traces.

Event description:
The customer reported that the numbers began scrolling up without stopping after she pressed the up arrow. The customer also reported a blank display that didn't respond to new batteries. Advised that the insulin pump would be replaced. Nothing further was reported.